Event description:
Upon opening the telfa to the sterile field, a dark discoloration area was noted on the telfa x2. Product removed from sterile field, and new telfa was obtained. No harm to patient. Per or (operating room) material management, "spot checked other telfa with same lot #, no other product showed discoloration. Escalated to the rep/company for their awareness."